Event description:
Boston scientific received information that this pacemaker was attempted to be implanted. After the leads were checked through a pacing system analyzer (psa), the pacemaker was programmed. The device was pacing, but failed to deliver a pace once. The parameters were adjusted such that the mode was changed to aoo, sensitivity was decreased and the voltage and pulse width were increased. However, pacing was unavailable. Temporary pacing was used, and a different pacemaker was implanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
This pacemaker will be returned to boston scientific for analysis. This investigation will be updated should further information become available, or when analysis is complete.